Event description:
Following an initial neurosurgery procedure, the clinician identified csf leaks. At the time of initial reporting the revision surgery has not yet been performed and the clinician reported the possibility of stitches ripping through the membrane and causing csf leaks. Following the revision surgery, the clinician provided additional feedback stating that although the duramatrix suturable product was used, the surgeon found that he csf leak was not caused by duramatrix suturable product and he will continue the use of duramatrix suturable since the product was not at fault.